Event description:
The pt was balloon dependent. The iab leaked. Blood was noted in the tubing and the iab was removed. As a result of the event, the pt became hemodynamically unstable and the pt expired. (Event complications: pt became hemodynamically unstable/expired - reported 7/17/98.) (Pt's current status: expired - reported 7/17/98)